Manufacturer narrative:
Patient information not available for reporting. This report is for an unknown foot plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant/explant is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter telephone not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: rony l, et al (2018). Clinical and radiological outcomes of a cohort of 9 patients with anatomical fractures of the cuboid treated by locking plate fixation. Orthopaedics & traumatology: surgery & research. Volume 104. Pages 245-249. (France). The aim of this retrospective study was to determine the radiological and clinical outcomes of anatomical reconstruction of comminuted cuboid fractures with a locking plate. Between january 2009 and march 2016, a group of 9 patients (7 men, 2 women) with comminuted cuboid fractures who underwent surgical treatment by open reduction and internal fixation with an unknown synthes locking cuboid plate were included in the study. The mean patient age was 45 years (age range of 23-80 years). The patients were reviewed after 6 weeks and 6 months postoperatively. Complications were reported as follows: an (B)(6) male patient had symptomatic osteoarthritis in the cuboid-metatarsal joint detected 18 months after the procedure. Two patients had the plates removed at 15 and 18 months due to discomfort. This report is for an unknown synthes locking cuboid plate. This is report 1 of 1 for (B)(4).